Manufacturer narrative:
UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to the acetabular liner had cracked and had disengaged from the acetabular cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned fractured liner finds evidence to suggest disassociation. The liner was returned with the locking feature(s) completely fractured away making meaningful visual evaluation of it impossible. There are machining marks visible on approximately 70% of the articulating surface indicating the liner was not evenly loaded by the femoral head. Articulating wear is found on the other 30% most closely to the edge of the device. The liner is oblong in shape, beginning directly adjacent to the edge wear, indicating possible neck impingement. A search of the complaints databases identified no other reports against the product/lot code combination. A review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. No patient demographics or x-rays were provided and positioning cannot be commented upon. No additional investigational inputs were provided. The investigation can draw no conclusions with the information made available. Based on the performed investigation, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update: 3/14/16 - patient called in requesting a response letter. Complaint was updated 3/17/16.

Manufacturer narrative:
Examination of the returned fractured liner finds evidence to suggest disassociation. The liner was returned with the locking feature(s) completely fractured away making meaningful visual evaluation of it impossible. There are machining marks visible on approximately 70% of the articulating surface indicating the liner was not evenly loaded by the femoral head. Articulating wear is found on the other 30% most closely to the edge of the device. The liner is oblong in shape, beginning directly adjacent to the edge wear, indicating possible neck impingement. A search of the complaints databases identified no other reports against the product/lot code combination. A review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. No patient demographics or x-rays were provided and positioning cannot be commented upon. No additional investigational inputs were provided. The investigation can draw no conclusions with the information made available. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.